Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 354 mg/dl and 121 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
A journal article was reviewed that contained information regarding this device and leads. The patient presented with "decreased energy levels and frequent headaches." Increased thresholds, possible fracture, and high impedance were noted on both the atrial and ventricular leads. The leads were reprogrammed via the device. Four months later the thresholds and impedance had again risen. The rv lead was repaired and the device was replaced. At 11 days postoperatively, the patient reported "marked improvement" in energy levels. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.